Manufacturer narrative:
The device was received by the resmed technical service center and an evaluation was performed. The evaluation determined that the device fault was due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a system fault (sf101) was observed on an astral device. The system fault occurred after the caregiver intentionally demonstrated a disconnection of the circuit while ventilating a patient. There was no patient injury reported as a result of this incident.